Event description:
Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Event description:
Biocorkscrew used to reconstruct achilles tendon: anchor broke off from attached suture while doctor was inserting into the bone. Equipment parts were retrieved and surgery lengthened due to retrieval; however, no significant patient injury.